Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Although radiographic inspection revealed malpositioning of the acetabular cup and femoral and periacetabular radiolucencies, no dislocation was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event. See associated reports: 0001825034-2016-03741, 0001825034-2017-04045, 0001825034-2017-04053.

Event description:
It was reported that patient underwent a hip revision procedure due to malposition of the acetabular cup during implantation, which resulted in dislocation. During the procedure, all components were removed and replaced.